Event description:
Prior to implant, an upgrade for cyber security firmware was performed. The device went into backup vvi mode so it was exchanged and was not implanted.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image revealed telemetry logical channel open authentication failure from telemetry interruption, which resulted in the reported issue on backup operation. The cause of the telemetry interruption is consistent with anomalies associated with firmware upgrade procedure and not device related. Electrical testing revealed normal device characteristics with battery voltage near bol.